Event description:
It was reported that a flo-gard infusion pump had a "pri rate" alarm. This occurred during programing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The reported alarm of ¿pri rate¿ was unable to be identified during the investigation but is a message the device normally displays and does not represent an issue. The device was found to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.